Event description:
It was reported that a patient using the ilet experienced hyperglycemia with a blood glucose of 193 mg/dl without symptoms, and the caller sought guidance about announcing a meal that had started 15 minutes prior; the agent advised that meal announcement could occur within 30 minutes of starting to eat, and the caller planned to announce accordingly. Symptoms included no reported clinical effects. Outcomes included education on proper meal announcement timing and no need for further assistance or follow-up at that time. Investigation included complaint intake and user education. Investigation of this case revealed no device alarms or malfunctions and no device component issues identified, with the event attributed to unclear cause given the timing of food intake relative to insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.